Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation from the right ventricular lead and/or the left ventricular lead after initial implant. The stimulation was described as feeling like the "pacemaker is beating in their abdomen and even legs." The leads remain in use after reprogramming. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.